Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 27, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an extrusion of the electrode lead into the middle ear space. The patient has not been re-implanted with a new device as of this report on (B)(6) 2023.